Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose was 423 mg/dl. The patient treated via insulin pump bolus. During troubleshooting the drive support cap appeared normal. The customer declined to check the set or site. Further troubleshooting was declined. The customer confirmed that the boluses were properly delivered. However, the insulin pump was returned for analysis.